Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is b)(4).

Event description:
It was reported, that the patient was implanted a wagner sl revision hip stem, uncemented 16/265, taper 12/14 on (B)(6) 2015 on the right side. On (B)(6) 2015 the patient underwent a irrigation and debridement due to infection around the prosthesis. The implants were not removed.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No product was returned to zimmer biomet for in-depth analysis as the device is still implanted. Event summary: it is reported that the patient received wagner revision stem at right hip on (B)(6) 2015 and underwent an irrigation/debridement surgery on (B)(6) 2015 due to infection. The implants were not removed. The patient has a history of several surgeries. Review of received data CT scans dated (B)(6), 2 ap view x-rays of pelvis dated (B)(6) 2015, and 3 ap - 1 lateral view x-ray of right hip, 1 ap view x-ray of pelvis dated (B)(6) 2015 were received for the evaluation of the case. Received medical data showed no evidence for infection. X-rays taken on (B)(6) 2015 show that the components are well fixed and in place. Ossification observed around the greater trochanter and lesser trochanter region. No abnormalities observed. Implantation surgery dated (B)(6) 2015: pre-op diagnosis: history of periprosthetic infection right tha, status post removal and insertion of antibiotic beads. History: patient is (B)(6) male that was status post history of a periprosthetic infection, right total hip, and status post removal and insertion of antibiotic beads. It was decided to go ahead with re-implantation of the right tha. Procedure: revision or re-implantation right tha. Operation: intraoperative gram stain was negative for infection and tissues looked healthy. There was no evidence of residual infection. There was an old hematoma that was evacuated, but no evidence of infection. Acetabulum was exposed first, again scar tissue was excised. Significant deficiency of the posterior wall. Anterior column is in good condition. Acetabulum was reamed up to 58 for the cup. The 58 zimmer trabecular metal multi-hole cup selected and impacted into place. Fixation was augmented with multiple 6.5 dome screws as well. Allograft bone graft was used to place around the augment posteriorly and some in the medial aspect of the acetabulum and then cement was used between the augment and the trabecular metal cup. Position of the cup checked with the intraoperative ¿rays. Cup position, augment position was satisfactory. 40mm inner diameter longevity liner selected and impacted in place. Femoral canal was scraped with a moreland reverse hook, cleaned out granulomas tissue. No evidence of residual infection in the canal. Reamed upto 16, 265 stem and trial was placed to determine how far distally to place the stem. Position and canal fill was checked with intraoperative x-rays. 16x225 wagner stem was selected as final implant and impacted in 10-15 degrees of anteversion with excellent scratch interference fit. Fully seated, no fractures occurred during impaction. Based on trial reduction, a 40mm cocr head with 0 neck length impacted on it. Final reduction showed excellent stability. Autogenous bone graft was used around the metaphyseal region of proximal femur. Final reduction showed no anterior or posterior impingement, good restoration of leg length and offset. Wound was irrigated and suction dried. Good symmetrical internal and external rotation of the femur achieved. In the implantation surgery report it is stated that the wagner stem of size 16x225 was implanted. However, the implant records show that a 16x265 wagner stem was selected. Therefore, we assume that it was a typo error in the surgical report. Doctor visit dated (B)(6) 2015: history: this is a (B)(6) white male who has a history of right periprosthetic hip infection. Initial cultures grew streptococcus viridans. The prosthesis was removed. He did have antibiotic beads. He was treated with 6 weeks of IV antibiotic therapy. During the time that he was expected to have a new hip placed, the frozen section showed 30 white blood cells. He did receive another 6-week course of antibiotics with vancomycin and invanz which he finished. He did have the right, new prosthetic hip placed on (B)(6). He was discharged on (B)(6). He last friday developed elevated blood pressure in the 170s to 160s. Right foot pain on the upper part of the foot and then the pain got significantly worse on the right knee. He developed low-grade fevers to 100.2 today. It is down to 98.6 now. The blood pressure dropped. His range of motion keeps improving. He initially had bloody secretions coming out from the right hip; that has resolved. He uses a walker for ambulation. Assessment and plan: low-grade fever of unclear reason, possibly viral. Suspicion for an infection of the right new prosthesis that has been placed is low. His white count, though, was significantly elevated. No antibiotics given for now. The pain might be related to a gout flare-up. Crp check day after. He is hemodynamically stable at this point. Doctor visit dated (B)(6) 2015: history: the patient was admitted yesterday with leukocytosis, elevated temperature, and problems with blood pressure. His white count was 19,000. He was febrile at the time of admission. Blood cultures are negative thus far. He does have a history of gout. He denies any hip pain. He is ambulating with a walker. He feels better today. Blood pressure is stable, as well as heart rate. Examination of the hips does show some subcutaneous swelling, no erythema, and no drainage, really no significant pain on range of motion. He has no pain in the foot or ankle to suggest gout. X-rays of the hip show a stable revision total hip, no interval change compared to immediate postoperative films. Aspiration of the subcutaneously fluid is recommended. He agreed to proceed with this. Procedure: after the aspiration of 235ml of bloody fluid, preliminary results cultures are pending as well as gram stain, but it did show 265,000 white cells with 93% polys and less than 10 on the glucose. He was started on IV antibiotics following the aspiration. Certainly the fluid is suspicious for infection. Patient is not having significant pain in the hip or thigh area. Final cultures will be waited before making a decision. Irrigation surgery dated (B)(6) 2015: pre-op diagnosis: infection revision right tha. Procedure: incision and drainage, irrigation and debridement of right hip and closure of wound over drain. Operation: there was frank brownish pus in the subcutaneous tissue with copious amounts extending through the deep fascia. Cultures were obtained. The subcutaneous space was irrigated out. Some skin and subcutaneous tissue debrided proximally where there was drainage, old sutures removed, and a minimal amount of the deep fascia debrided. Infection did tract down to the prosthesis, debrided around the joint. Prosthesis, both the femoral and acetabular side, were stable and in good position. Total of 9 liters of antibiotic irrigation through the wound and then 2 grams of vancomycin powder, 1 gram was placed deep and the other in the subcutaneous tissues. Skin was closed. No implants were removed. Radiology report dated (B)(6) 2015: type: 1-2 ap view x-rays. Findings: bilateral cementless tha devices are in place. Drainage tubing in the soft tissues and skin staples on right hip seen. Components are well positioned. Two images submitted. Radiology report dated (B)(6) 2015: type: CT abd and pelvis with contrast findings: CT of abdomen and pelvis were obtained with intravenous contrast. Mild bibasilar atelectasis is noted. No inflammatory changes, free fluid or other abnormalities are seen. Non obstructive right renal stones also observed. Radiology report dated (B)(6) 2015: type: ap and lateral views of right femur findings: compared to the x-rays from (B)(6) 2015; acetabular component is unchanged in appearance. Joint drain and skin staples are removed. There is lobular cortical thickening within the mid to distal femoral shaft without findings of periprosthetic fracture or obvious hardware complication. Heterotopic ossification is noted inferior to the lesser trochanter and adjacent to the remaining greater trochanter and right iliac bone. No obvious radiographic findings of hardware complication or osteomyelitis. Review of product documentation the compatibility check was performed (B)(4) and showed that the product combination was approved by zimmer biomet. Sterilization certificate for the wagner sl revision stem was reviewed. The sterilization certificates confirm that the product was sterilized according to the specifications. Root cause analysis. Root cause determination using dfmea: septic loosening due to secondary infection (patient has an infection in another site of the body) => possible: it is known that the patient had infection prior to implantation surgery. Therefore, it is possible that the infected area was not completely debrided. Septic loosening due to implant contaminated during handling => possible: correct handling of the implant is not under control of zimmer biomet, therefore, cannot be excluded. Infection due to failure of sterilization procedure due to supplier process => not possible: the sterilization certificate confirms that the product was sterilized according to the specifications. Infection due to failure of sterilisation procedure due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Transmission of infectious agents, infection due to reuse of the device which is only intended for single use => possible: it is not certain whether the stem was used before or not. Therefore cannot be excluded. Infection due to proposed resterilization procedures in IFU not effective => not possible: package insert (B)(4), chapter "resterilization / sterilization" explains the correct procedure which is validated according to "(B)(4)" steam sterilization validation hip implants. Conclusion summary: manufacturing quality record of the product shows that released components met all the requirements to perform as intended. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).